Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the canister. Customer¿s blood glucose level was "over 600" mg/dl and the customer was in diabetic ketoacidosis. Reportedly, the customer¿s parent did not addressed the elevated bg. The customer went to the emergency and was admitted to the intensive care unit. Reportedly, the customer was in a coma. There was no permanent damage. Customer¿s parent declined follow-up with tandem technical support; therefore, no additional information was provided.